Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty on (B)(6) 2008 and reports patient allegations of pain and elevated metal ion levels. A subsequent revision is alleged in 2010. Additional information received in patient medical records indicates that the initial procedure took place on (B)(6) 2008 and the revision procedure took place on (B)(6) 2010, due to pain and cobalt toxicity. Operative note reported murky brownish-tinged fluid and black flecks. The operative notes confirm that the acetabular cup, taper adaptor, stem and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-00200 and 03662 / 03664).